Event description:
Approximately 6 months following placement of 3 cypher stents, the patient returned for follow up. Repeat coronary angiography revealed a stent fracture. It is unknown if there was any restenosis or if treatment was required. Initial indication for treatment is unknown. The target lesion is noted as the mid right coronary artery but there are no lesion or vessel characteristics provided. The lesion is pre-dilated with a 2.0 x 20mm unknown balloon at 10 atms. The 3.0 x 28mm stent was deployed at 14 atms for 40 seconds. It is unknown if post-dilatation was performed.